Manufacturer narrative:
On (B)(4) /2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the probe was leaking diluent due to an obstruction (cellular debris) in the tubing at valve 8 (vl8). The fse flushed the debris in the tubing at lv8 out of the system and resolved the leak. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff analyzer. After running startup, the customer started running the instrument and the probe leaked diluent into the control vial diluting the vial contents. The volume was reported as one ounce and the leak was contained. The operator was wearing a gloves and a gown when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.